Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 28 mg/dl at the time of the incident. The customer's blood glucose ranged from 272 mg/dl to 242 mg/dl at the time of the call. The customer was given glucagon and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics were called again. Customer had taken tujeo the night before the incident. The insulin pump will not be returned for analysis.